Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the metal tip of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: use of a high energy endo therapy accessory, such as laser or high frequency electrode, without securing enough distance from tip of the device. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the IFU operation manual ¿3.2 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.2 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.